Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-14001), was submitted on 19-sep-2025. Upon receiving additional information, it was discovered that manufacturing date has updated to 21-may-2025. Additional information - this MDR is being submitted to include the below: h4: manufacturing date. H6: investigation results under type of investigation. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013302, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013302 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac m14 on 21-may-2025, with a total of (B)(4) units. An extended for 2d code failure was performed for the outgoing test 2(g). The sub-assembly: gluing of tubing of the lot 5e02139 was manufactured according to the wi version 39 and manufactured in the machine l3, on 15-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e02140 was manufactured according to the wi version 39 and manufactured in the machine l3, on 16-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e02141 was manufactured according to the wi version 39 and manufactured in the machine l3, on 16-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e02146 was manufactured according to the wi version 39 and manufactured in the machine l3, on 21-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e02147 was manufactured according to the wi version 39 and manufactured in the machine l3, on 21-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.